Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc sensor. Customer reported receiving a "replace sensor" message from their adc sensor scan and was unable to obtain readings and monitor glucose levels. As a result, customer experienced hyperglycemia with symptoms described as dizziness and fatigue and was unable to self-treat. After obtaining a hcp meter reading of 231 mg/dl and 341 mg/dl, the customer was administered levemier, novalog, and unspecified insulin by a healthcare professional for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.